Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the pump screen cracked while it was in the customer's pocket. The pump was no longer functional. Customer's blood glucose level was 135 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.